Manufacturer narrative:
In absence of any additional information our investigation has concluded. Should additional information be received at a later date, another report will be filed.

Event description:
It was reported that during a conversation with a physician, they mentioned hearing of a patient death resulting from inappropriate therapy from an subcutaneous ICD device. It was stated, that the patient received an inappropriate therapy resulting in an inducing true ventricular arrhythmia, which was then unable to be terminated by the implanted. When challenged for further details, the physician was unable to provide additional information. The field representative who learned of this information also reached out to colleagues in the dublin area (where the patient resided) and no known cases were identified.

Manufacturer narrative:
Additional information was obtained and stated that he had ben informed via a competitor, who told him it was actually hearsay. The representative then spoke with the local (B)(6) team and they had not been told of such an event either. Additionally, the physician had no concerns about the s-ICD product and stated that he believes the comments made to him, were non-factual and there were no known device problems.

Event description:
It was reported that during a conversation with a physician, they mentioned hearing of a patient death resulting from inappropriate therapy from an subcutaneous ICD device. It was stated, that the patient received an inappropriate therapy resulting in an inducing true ventricular arrhythmia, which was then unable to be terminated by the implanted. When challenged for further details, the physician was unable to provide additional information. The field representative who learned of this information also reached out to colleagues in the dublin area (where the patient resided) and no known cases were identified.